Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-feb-2025. Investigation summary: bd received 200 samples for investigation. The returned samples were investigated and reviewed, and no gel defects related to poor barrier separation were found. Additionally, 100 retained samples were visually examined and no gel defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode of poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed dislocation of the gel after centrifugation which has an impact on the quality of samples on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed dislocation of the gel after centrifugation which has an impact on the quality of samples on unspecified number of tubes. No patient impact reported.